Manufacturer narrative:
Olympus representative visited the user facility for confirm a reprocessing procedure of them and confirmed they have not disinfected the water supply piping of the endoscope reprocessor. The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for unspecified microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-2 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".